Event description:
Device separated from metal backing on patella. All implant components were replaced. Femoral 5780-013, lot #60784500. Tibial surface: 5780-052-13, lot #61442000. Tibial: 5780-070-04, lot #5122900. Patella 8505-852-37, lot #62116400. Hosp disposed of implants.